Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio occurred on the g6 mobile app. The patient's mother stated she found the patient unconscious in bed at approximately 1:20 am, having a seizure. A blood glucose meter reading was not taken during this time. The patient's mother did not know how long the patient had been seizing before she found him. She indicated that the phone showed low. Ishe tried to give the patient oral glucose spray; however, she could not aim properly due to the seizure and was unsuccessful. An ambulance was called and arrived in 4 minutes. They provided the patient with glucose. The patient was taken to the hospital where he stayed for three to four days. While in the hospital, the patient was given a banana, and then regular food during his hospital stay. At the time of the report the mother stated that the patient was fine and everything was okay. A review of performance data shows that the patient's low alert threshold was set to 70 mg/dl and his always sound feature was enabled. The patient crossed the low alert threshold at 11:45 pm on (B)(6) 2021 with an egv of 69 mg/dl and received a visual urgent low soon alert. Five minutes later, the patient received another urgent low soon alert, this time at half volume, with an egv of 65 mg/dl. At 11:55 pm and 12:00 am, the patient received a third and fourth urgent low soon alert, both at full volume, with egvs of 61 mg/dl and 57 mg/dl respectively. By 12:05 am, the patient's egv had reached 54 mg/dl and he received a visual urgent low alert. At 12:10, his egv dropped to 52 mg/dl and he reached an urgent low alert at half volume. From 12:15 am to 1:00 am, the patient received urgent low alerts at full volume every five minutes. The patient's egvs during this time dropped further, reaching low (less than 40 mg/dl) at the lowest point. At 1:01 am on (B)(6) 2021, the patient's urgent low alert was acknowledged. At 1:15 am, the patient's egvs crossed back into the stable range with a value of 88 mg/dl. He remained within a stable range for several hours thereafter. The reported complaint was not confirmed as data investigation shows the system performed as intended and the patient received all intended alerts. As the complaint could not be confirmed, the root cause of the reported event could not be determined. No additional patient or event information is available.